Manufacturer narrative:
The rac was installed onto a golden is4000 system where the error was triggered. The system was set to run 10-minute sine cycle, 10 power cycles and sitting idle for 10 hours. Upon visual inspection, no issues were found that would be related to the reported event. Upon visual inspection, no issues were found that would be related to the reported event. The master tool manipulator (mtm) was installed onto a golden system where the component functioned as expected. The mtm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the esmb pca was inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the esmb pca and main wire harness are consistent with the reported event and are the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, intuitive surgical, inc. (Isi) representative contacted the technical service engineer (tse) about an error. Caller was not onsite but added the staff to the call. The surgeon attempted to recover the error, but it continued to occur. Customer used backup surgeon side console (ssc) to the system. Caller confirmed when the second ssc was added, the master was disabled, and the surgeon was able to take control from the other ssc. Site was continuing with the procedure. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller (rac) and master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
Annex conclusion code updated to d15 based on failure analysis.

Event description:
Refer to h11 for follow-up information.